Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unconfirmed, no sample received. Investigation conclusion: no picture/physical evidences were provided by the customer, and the product code/batch number are incorrect, therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters. Root cause description: a detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper. An incorrect compatibility between plunger and barrel. A malformed/non filled plunger.

Event description:
It was reported that unspecified bd¿ ultrasafe plunger rod separated before use. The following information was provided by the initial reporter: plunger rod dislodge from syringe.